Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to concerns of premature battery depletion. Another ICD device was implanted the same day. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available, this report will be updated. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to concerns of premature battery depletion. Another ICD device was implanted the same day. No adverse patient effects reported.